Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem inappropriate treatment was confirmed. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation exceeding the programmed rate threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2017. Motion artifact contributed to the false detection. The patient did not press the response buttons during the treatment event. There is no alleged deficiency. There is no indication of medical intervention. The patient ended use.